Event description:
It was reported that the balloon was leaking. A stingray lp catheter was selected for use. Upon preparation, it was noted that both sides of the balloon was leaking saline at outside patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event- 63 years old. Device evaluated by the manufacturer: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. Contrast was present in the inflation lumen and balloon and blood in the guidewire lumen. Visual inspection of the device revealed numerous kinks throughout the shaft. Microscopic examination of the shaft revealed that the outer and inner shafts had holes 5cm proximal of the tip at a severe kink. The hole is consistent to the damage from the guidewire coming into contact with the shaft and being advanced through the shafts creating the damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, fluid leaked from the holes in the shaft. Inspection of the device presented no other damage or irregularities to the device.

Event description:
It was reported that the balloon was leaking. A stingray lp catheter was selected for use. Upon preparation, it was noted that both sides of the balloon was leaking saline at outside patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.